Event description:
It was reported that the patient underwent a l4/s1 spinal fusion surgery using rhbmp-2/acs on (B)(6) 2012. It was reported that the patient's post-operative period was marked by increasingly severe radiating pain and weakness. An emg and nerve conduction study completed (B)(6) 2012 determined that the patient suffered from lumbar radiculopathy. Since the surgery, she experienced increasingly severe radiating lower back pain and weakness. In addition the patient finds walking and day to day activities increasingly painful and difficult, particularly as her left leg collapses intermittently.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.